Manufacturer narrative:
This is a duplicate report of 1818910-2016-30612. (B)(4) is being retracted as it is a report duplication. 1818910-2016-30612 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Patient was revised to address pain. Asr cup removed and replaced with pinnacle gription sector. Srom stem removed for exposure to acetabulum and replaced with new. Doi: (B)(6) 2006; dor: (B)(6) 2018; right hip.